Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hyperglycemic event after completing a supply change. Blood glucose (bg) was 274 mg/dl, about 30 minutes after breakfast, and had been elevated for three hours. The user suspected the previous infusion site on the left side may have hit scar tissue and switched to the right side, after which bg began trending down. The highest blood glucose (bg) recorded was 274 mg/dl. Bg was corrected through the supply change and ilet resumed insulin delivery. No symptoms were reported, and no medical intervention was required at the time of call.